Manufacturer narrative:
A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. The balloon could not be inflated due to the presence of solidified media that was present within the inflation lumen. The device was soaked in a water bath at a temperature of 37 degrees celsius to help soften the media before further inflation attempts were made. The device was removed from the bath and the balloon was again attached to an inflation device and subjected to positive pressure, liquid was observed to be leaking from a balloon pinhole located at the proximal edge of the proximal marker band. An examination of the balloon material and proximal markerband identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 12 atmospheres. The markerbands, blades and tip section of the device were visually and microscopically examined, and no issues were noted with the device. All blades were present and fully bonded to the balloon material. A visual and tactile examination found no damage or issues with the shaft or hypotube of the device. Blood was identified within the balloon and lumen which is evidence of a device leak. No other issues were identified during the product analysis.

Event description:
It was reported that a balloon rupture had occurred. A percutaneous coronary intervention was being performed on a severely calcified lesion. The 10mm x 2.5mm wolverine coronary cutting balloon ruptured on the first inflation at ten atmospheres. The procedure was successfully completed with a different device without issue or patient injury.

Event description:
It was reported that a balloon rupture had occurred. A percutaneous coronary intervention was being performed on a severely calcified lesion. The 10mm x 2.5mm wolverine coronary cutting balloon ruptured on the first inflation at ten atmospheres. The procedure was successfully completed with a different device without issue or patient injury.